Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with the current fill estimate showing 0 units instead of the expected 260 units. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, but the discrepancy persisted. Eventually, they guided the caller through filling and loading a new cartridge. The caller chose not to deliver an additional bolus to update the insulin estimate.